Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown plate/unknown lot. Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Placeholder.

Event description:
Device report from synthes (B)(4) reports an in event (B)(6) as follows: it was reported on an unknown date the patient had complex regional pain syndrome (crps). This report is for an unknown plate. This is report 1 of 1 for complaint (B)(4).